Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 24 and 36 hours. The patient reports their controller had shut off and failed to power on. Once at the hospital the patient was treated with intravenous fluids as well as a insulin drip. The patient reports after this event they were able to power on their controller and enter their pump settings.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.